Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional product code: nkg. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1:(B)(6). E3: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a posterior cervical fusion (c5/6) for cervical myelopathy on (B)(6) 2024. In the surgery, the reduction tab of the hollow screw was in the doctor's way, so the tab was broken before insertion, but the broken position made it unusable as a screw. Of the two screws in question, one was not used and the other was inserted, but when the rod was inserted and the set screw was put on, it was noticed that the tab was broken deeply because the set screw did not fit, and a new screw was used. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. This report is for one (1) 4.0 can/red scrw 4.0x32. This is report 2 of 2 for complaint (B)(4).